Event description:
It was reported that the right ventricular lead was unipolarized due to decreased impedance and sensing along with increasing pacing threshold. The unipolar impedance was higher than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.